Event description:
I had the essure procedure done on (B)(6) 2007 and I have had a lot of problems since then from heart racing, numbness of right side, abdominal pain, utis, fogginess, emotional issues, hormone issues and a lot of other things that all if a direct effect from the essure procedure. I can not believe that people are still having these put in. I am working on getting mine removed asap, but there needs to be a stop to these being done because of all of the side effects. I am upset that I didn't know about all of these side effects before having this done and that it took me having someone that works at a hosp telling me to do research on essure that I have finally got answers to all of the health problems I have been having that nobody could figure out. I am out over (B)(6) in medical bills to finally find out that it is all due to essure. Please, I beg that you stop this from taking other people's wellness from them.